Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative, indicating that the pump was explanted on (B)(6) 2018. The cause of the cerebrospinal fluid (csf) leak was unknown. No further complications were reported.

Manufacturer narrative:
Changed to adverse event because there was no product problem alleged with the device or therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving lioresal at an unknown concentration and dosage via an implantable infusion pump for intractable spasticity. It was reported that there was a cerebrospinal fluid (csf) leak around the catheter. The hcp requested the pump off password as they were planning an explant due to the csf leak. It was noted that the patient "just wanted to get pump out." There were no environmental/external/patient factors reported that may have led or contributed to the issue. The issue was not resolved at the time of the report. Surgical intervention did not occur and was not scheduled. Surgical intervention was planned. The patient's status at the time of the report was alive - no injury. No patient symptoms were mentioned. No further complications were reported.